Event description:
This report is being filed for the septal tear occurring during the mitraclip procedure. It was reported that the transseptal access was easy and looked good; not too high, nor too low. The mitraclip clip delivery system (cds) was advanced through the steerable guide catheter (sgc) into the left ventricle when there appeared to be a set in the shaft. The curve of the shaft was anterior and not medial, too posterior and inferior. The first cds was removed from the anatomy through the sgc and replaced with a second cds that appeared to have the same issue. It was then noticed that the septum had torn posterior and inferior from the transseptal puncture, causing the cdss to appear on the echocardiogram as if they had a set in the shaft. The sgc and cds were re-oriented and the first mitraclip was successfully implanted in the patient with degenerative mitral regurgitation (mr) of 4+. A second mitraclip was implanted and mr was reduced to 1-2 . After the devices were removed from the anatomy, significant shunting was noted, which adversely impacted the patient's hemodynamics. An 18 french septal occluder was deployed to repair the tear. Post procedure, the patient was extubated and told the physician how much better she felt. The physician thought the cause of the tear was a thin/weak septum. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter and the device was not returned. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of atrial perforation / septal tear (atrial septal defect, asd) and hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Asd is an expected result of the mitraclip procedure due to the need to perform a transseptal puncture; therefore, it is not reflective of a device deficiency. The physician reported that the cause of the atrial perforation / septal tear was due to a thin/weak septum. Based on the information reviewed, the reported patient effects of septal tear and hypotension appear to be related to patient/procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.